Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events (easy rotation of the pump while secured to the mini cuff and blood leak) were unable to be confirmed from this evaluation. Furthermore, a specific cause for the reported events (right heart failure, lung bleed and death) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The pump will not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06jul2021. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 entitled ¿introduction¿ lists bleeding, right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from right heart failure and lung bleed on (B)(6) 2021. The patent had reduced right heart function prior to lvad implantation and was instable without inotropes. The death was not believed to be device related and no autopsy was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after properly connecting the pump to mini cuff, the surgeon found it was easy to rotate the pump on the ring and observed bleeding between the ring and pump. The pump was reconnected but that did not resolve the issue. A new pump was prepared and connected to ring, but bleeding was still noted. The ring was removed and mini cuff was replaced which also did not resolve the issue. The surgeon created a rubber seal over the ring which resolved the event. Related manufacturer report number #2916596-2021-03846.